Event description:
It was reported that embolic debris occurred. Vascular access was obtained via a right transfemoral approach. A lotus introducer sheath was inserted. A sentinel cerebral protection system was inserted into position. A 27mm lotus edge valve was successfully implanted to treat the aortic valve. During the procedure, embolic debris entered the left anterior descending (lad) artery. The embolic debris was aspirated and the lad stented. No patient injury occurred. The patient condition is stable.